Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that when she cancelled the bolus, the pump beeped and turned off. Troubleshooting was performed by the customer. Customer removed the reservoir and rewound the pump, it restarted and at call moment was working as expected. Customer performed a self-test, pump passed. The alarm history was reviewed and there was pump error 29 (it is reported the insulin pump alarmed and stopped insulin delivery and there is no indication that the alarm is resolved through troubleshooting). Customer will monitor and call back if necessary. Pump has not been returned for analysis.